Manufacturer narrative:
(B)(4). Investigation summary no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle index procedure: right hip. Reason for revision: unknown. Doi: (B)(6) 2008; dor: unknown. Additional information was received, indicating the implants were loose.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summar: no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.